Manufacturer narrative:
The actual device in the reported incident was not made available to the MFR to be evaluated. However, two unused rep samples identifying the reported lot were returned for eval. The two rep samples and the five house retain samples for the reported lot were subjected to the simulated use testing per spec. The safety clip activated as the needle was pulled from the green base plate on all seven samples tested. The clip was then examined and it was determined that the clip activated properly and protected the needle tip on all samples. The clip was then reset and activated several more times and the clips were again noted to cover the tips of the needles without difficulty, and remained secure on the needle tip. The reported incident could not be duplicated. The directions on the package state "to remove the needle from the port, firmly hold down green base plate and pull straight up on the hub grip. It should be noted that the surecan safety huber needle is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. It should also be noted that the instructions for use supplied with this product caution to "keep hands behind he needle at all times during use and disposal. Without the actual sample a through eval could not be performed. There are not other complaints of this nature against the reported lot number.

Event description:
As reported by the sales rep per the user facility: safety clip deployed only part way down needle, resulted in needle stick to the nurse. Regular facility post exposure protocol followed. Customer disposed of actual sample. Additional info provided by the facility indicated the nurse involved in the needlestick received all protocol bloodwork testing and the results have been negative. The pt source also tested negative.